Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer became disoriented after experiencing a low blood glucose (bg) level of 36 (mg/dl). Customer consumed carbohydrates and juice to address bg levels.

Manufacturer narrative:
Product was received; however, investigation was not performed.